Event description:
Reporter alleged the blood glucose device generated a result outside the reading range of the meter. Customer stated the meter generated a reading of 999 mg/dl. Customer indicated previously obtaining higher reading in the 300s mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.